Event description:
After the transaortic valve replacement valve was deployed, the balloon was caught on the delivery sheath and the balloon separated from the shaft. The unit was removed intact. After the delivery sheath was removed, small tears were noted on the end of the sheath.